Event description:
According to the reporter, after open hydrocele with a left inguinal hernia procedure, in the recovery room, the patient had an approximate 5x5 cm "burn" on the left buttock where the non-(B)(6) rem pad was applied. The operation was carried out on the right side. The plastic surgeon examined the wound directly and no surgical intervention was necessary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).